Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site experienced a 23072 fault on the distal set up joint (dsuj) 4. Technical support engineer (tse) viewed logs and confirmed the error. Tse had the site hard reboot the patient side cart (psc) with no change. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error in the logs pointing to the distal set up joint (dsuj) and replaced the dsuj to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was analyzed and found to fail have a 23072 error indicating excessive error between primary and secondary suj readings pointing to the dsuj wrist. Upon visual inspection the wrist encoder was found to have lost its gap which would be related to the reported event. The dsuj passed all relevant testing and had no functional issues when installed on an in-house system. The wrist encoder was found to be consistent with the reported issue.